Manufacturer narrative:
The device is four years old and not under a service contract, status of preventive maintenance and repairs is not known to dräger. The only information dräger received was the intial description of event in the user facility report; the hospital did not involve the local dräger s&s organization into any follow-up measures and did not provide further details. Thus, the reported issue can neither be confirmed nor denied. The following can be concluded: an impaired or lost touch screen function is obvious for the user and has no effect on the ventilation. The root cause can be related to technical issues, mechanical damage or other factors - without inspection of the device is no differentiation possible. It can further not be excluded that simply a recalibration of the touch screen can solve the issue.

Event description:
It was reported that the touch screen became irresponsive whereupon it was considered necessary to replace the device in a controlled maneuver. As per report, this did not lead to consequences for the patient.